Event description:
It was reported to philips that the device unable to boot up. Tt was reported the device was in use, however there was no adverse event reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.